Event description:
As reported on voluntary medsun no. (B)(4): 'catheters in the same lot# found to have a red substance on all of the catheter bodies. Five opened, all with the same substance. Lot taken off the shelves.' There is no indication in the report that any of the catheters were used; no patient injury was reported. Follow-up with the account indicated that the devices were no longer available for evaluation.

Manufacturer narrative:
It was not possible to confirm a substance on the device without a product return. A search of the maude database for 2007 using search terms of 'multimed', 'red and substance' and 'edwards and catheter', found one similar report; however, the report date did not match. Further investigation is not possible; this report was received from the FDA 5 years after it was submitted. No actions can be taken at this time. This medwatch report is associated with report numbers: 2015691-2012-18289, 2015691-2012-18290, 2015691-2012-18291, 2015691-2012-18292